Manufacturer narrative:
The affected product was not requested for manufacturers laboratory investigation as the failure is known and was investigated within a similar complaint with the following results: during visual inspection several damages at the outer carton box were detected. Beside of this the tyvek peel cover was forced through. It was also determined that the quadrox's inlay within the tray, which is connected to the trays inner wall by welding spots, was unsoldered. Due to this the blood outlet connector of the unsecured product within the tray was able to force through the tyvek peel cover. This was most probable caused due to excessive physical force during transport. Based on this the failure "sterile layer damaged" could be confirmed. The device history record (dms# 2504046) has been reviewed on 2018-01-16 with no abnormalities found in the device history record. The event has been reported with a delay due to our retrospective examination of the record. At the time (B)(6) 2017 the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4).

Event description:
The tyvek seal is damaged. Sterility can therefore not be ensured. Complaint #: (B)(4).